Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd technical services communicated with the customer and has indicated that they feel the issue at the reported site is the phlebotomy technique. Technical services has provided guidance and educational material to help mitigate their reported concerns.

Event description:
It was reported that 3 tubes clotted during use and there were erroneous cbc and low h&h results on patient samples with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter: (1 of 7 complaints) erroneous results with cbc, low h&h results on first draw. Three days later, results were normal. Three tubes from same lot were clotted, lab suspects phlebotomy. Was tube filled to the proper draw volume? Yes. How many times was the tube inverted? Reportedly 8-10 times but we reinforced the need to do that. Was the tube stored in the refrigerator? Not that we are aware of, but will make them aware of. What is the time from collection to analysis? Tubes are drawn throughout the day and then to testing within 24 hours. Analyzer name & model # sysmex xn-11. What were the storage conditions of product? Room temperature. How were tubes transported? (Pneumatic system, carrier, etc.) Picked up and delivered via courier. What were the storage conditions during transportation? Kept in cool container 2-8 degrees c. What was method of draw? X straight needle with vacutainer and needle hub; wingset; syringe; line; unsure/other (please list). What was order of draw? Accns: el674750 (st ; lv); wb392582 (st; lv); wb053981 (st; lv); o9067127 (st; lv); wc751311 (st; lv).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 tubes clotted during use and there were erroneous cbc and low h&h results on patient samples with a bd vacutainer® k2 edta (k2e) 7.2 mg blood collection tubes. The following information was provided by the initial reporter: (1 of 7 complaints) erroneous results with cbc, low h&h results on first draw. Three days later, results were normal. Three tubes from same lot were clotted, lab suspects phlebotomy. Was tube filled to the proper draw volume? Yes. How many times was the tube inverted? Reportedly 8-10 times but we reinforced the need to do that. Was the tube stored in the refrigerator? Not that we are aware of, but will make them aware of. What is the time from collection to analysis? Tubes are drawn throughout the day and then delivered to testing within 24 hours. Analyzer name & model # sysmex xn-11. What were the storage conditions of product? Room temperature. How were tubes transported? (Pneumatic system, carrier, etc.) Picked up and delivered via courier. What were the storage conditions during transportation? Kept in cool container 2-8 degrees c. What was method of draw? X straight needle with vacutainer and needle hub wingset syringe line unsure/other (please list). What was order of draw? Accns: el674750 (st -> lv), wb392582 (st-> lv), wb053981 (st-> lv), o9067127 (st -> lv), wc751311 (st -> lv).